Manufacturer narrative:
H10: the actual device and a photograph of the sample was received for evaluation. The device was received partially filled with a solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and no issue was observed of the sample. The photograph was reviewed and a colorless to white long polymeric appearing particle was observed inside the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small strand-like particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.